Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, e1, g3, g6, h2, h3, h6, h11. Due to character limitation, below field are added from e1-(B)(6). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the non-return of the device and the photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000422720 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire is bent and detached from the jaw.

Manufacturer narrative:
Updated sections: b4,b5,e1,g3,g6,h2,h6,h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke. No item left in patient; simply broke apart at tip. New device opened to complete the case. There was a delay. There was no patient harm.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h11. Corrected field: h6 (type of investigation, investigation findings, investigation conclusions). The device returned to the factory for evaluation on 08/05/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws were observed to be intact. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. No other visual defects were observed. Based return of the device and the photographic evaluation as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed.